Event description:
It was reported "purge failure alarms. There was an ECG and ap waveform on the pump. The helium tubing was connected to the balloon and pump. The helium tank was on and there was helium in the tank. White highlight bar on ECG fortrigger." No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "purge failure alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "purge failure alarms. There was an ECG and ap waveform on the pump. The helium tubing was connected to the balloon and pump. The helium tank was on and there was helium in the tank. White highlight bar on ECG for trigger." No patient injury or consequence. The patient's current condition is reported as "fine".